Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photograph(s) for the device related to the reported event of deflation was reviewed on 16-june-2020. Visual analysis of the photographs identified; the device is observed with a little fluid. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.